Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was 28 mm proximally and 32 mm in diameter distally with a length of 12 mm. The aortic bifurcation was 19 mm in diameter. The patient had prior stents in the right and left common iliac arteries as well as in the right femoral and external iliac arteries. The right iliac artery was 9.4 mm, 7.6, 8.2, 9, 16, 13 and 8.2 mm in diameter from proximal to distal. The left iliac was 9.5 mm, 9.2, 16, 14 and 15 mm in diameter from proximal to distal. It was reported that the patient came into the ER complaining of heaviness in the legs. The patient appeared to have faint pulses bilaterally and both common iliac arteries appeared occluded. It was not possible to perform a cta due to high creatinine level. The physician feels poor outflow was the cause of the occlusion and performed an axillary to fem-fem bypass. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent graft occlusion); patient¿s condition affected effectiveness of device (anatomy related; poor outflow and small distal aorta); caused by another drug/device (previously implanted stents). Conclusion: known inherent risk of procedure (stent graft occlusion); device failure related to patient condition (anatomy related; poor outflow and small distal aorta); another device caused failure (previously implanted stents).